Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. A primary tubing set was being used to deliver an unspecified medication in a 700ml solution container at a rate of 70ml/hr. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of potassium at a rate of 100ml/hr. The primary solution container was lowered below the secondary solution contained using one hanger fully extended. It was reported after an unspecified length of time in use, the nurse noted the secondary medication had backflowed into the primary solution container. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.